Event description:
Blood leaking from dialyzer header 12 mins into treatment. Crack noted and treatment stopped. No blood return. Patient stable and no any sign of distress. New set up established and treatment restarted. Notified doctor. Ordered to write down the dialyzer lot number. No others.